Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to currently infected in the right tka and loosening of the femoral component at the unknown interface. Competitor cement was used. All components were removed and a cement spacer was placed. 2 rt tc3 femur, 5degree adapter, 2mm bolt, 31mm porous femoral sleeve and 12mmx75 stem. Tibia size 2 mbt revision with 29 sleeve, 10x75mm stem and 20mm tc3 rp poly. The unknown patella size was removed as well. Patient has history of prior knee revision. Doi: (B)(6) 2017 dor: (B)(6) 2021 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.